Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a transurethral lithotripsy procedure, the physician conducted a functional test of the ncircle tipless stone extractor prior to patient use and confirmed there was no problem. The physician proceeded to the target site through the working channel of the ureteroscope inserted in the urinary duct and attempted to begin the stone retrieval. However, the sheath of the basket had somehow been elongated, resulting in the basket not opening or closing properly. Another device was used to complete the procedure successfully. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawings, manufacturing instructions, functional testing, specifications, quality control data, and review of the actual device was conducted during the investigation. As reported, ¿prior to use od the device, the physician conducted a functional test of it and confirmed there was no problems in it. The device was advanced to the target site through the working channel of the ureteroscope inserted in the urinary duct, and the physician attempted to begin the retrieval of the stone with it. However, it was confirmed then that the sheath of the basket had been elongated somehow, resulting in impossibility to open/close the basket.¿ visual inspection and functional testing of the returned device were performed. The returned device was found to be non-functional. The basket would open, but not fully close when the handle was actuated. It was also found the basket was misshapen, having an elongated shape. There was also a kink in the sheath of the device. The noted damage prevented the basket from functioning normally. The cause of the damage could not be determined with the information available. All devices are 100% inspected for functionality and integrity before packaging. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The complaint was confirmed based on the returned device. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence the likely root cause of this event is unknown. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.